Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified circumflex artery. When removing the protective sheath and stylet from a 2.75 x 15 mm rx trek balloon catheter there was resistance felt. The device was prepped without issue and advanced to the lesion; however, the balloon would not inflate. The catheter was removed and a 2.75 x 12 mm rx trek balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and although the protective sheath was not returned, abbott vascular (av) identified stretching near the proximal balloon seal and separation of the inner member at the proximal marker, which is indicative of the reported difficulty removing the protective sheath. Av confirmed the inability to inflate the device. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the difficulty with removing the protective sheath appear to be related to normal variation found in manufacturing. There was no indication of a product quality issue. The performance of these devices will continue to be monitored.